Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door hinge was broken. A field service engineer (fse) identified that the hinge pin was missing and replaced the pin to resolve the issue. Fse also verified the harness connections and latch operations. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door hinge 4 was broken. The silver piece that keeps it attached to the bottom of the tower was missing from the hinge. There were no delay or adverse events or injuries reported based on this event.